Event description:
It was reported that the opening tip of the micropituitary broke during an unspecified spinal surgery. There were no patient complications.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and microscopic examination could not identify any failure.